Event description:
Patient with home inr¿s within a therapeutic range. Taking home meds of asa and coumadin as ordered. Normal ldh range 200-300. On (B)(6) ldh noted as 674. Meds changed. On (B)(6) ldh 722. Patient admitted (B)(6) and bivalirudin drip started. No dk urine or lvad alarms noted. CT and echo negative for thrombus. Transplant work-up completed. Ldh downtrended to 500 range. Patient sent home. On (B)(6) 2017, patient put on transplant list.